Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v098557, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that while stimulation was turned on, the patient had an electrical buzzing in her upper left chest. The stimulation started the day prior to the report and came and went. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.